Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button cable was creased, causing the response buttons to function intermittently. The cause of the non-functional response buttons is the creased cable. The root cause of the creased cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.